Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received a watchdog timeout alarm. The customer's mother reported that the insulin pump went off. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that they were unable to clear the alarm due to blank display. The customer's mother stated that the display did not return after rest. The customer was advised to revert to back-up plan if needed. The insulin pump will not be returned for analysis.